Event description:
Complainant alleged that the cath lab clinicians were attempting to cardiovert a pt (age and gender unknown) with the devices and paddles, but the device failed to discharge. The clinicians then applied a set of multi-function electrodes to the pt and this same device, and successfully cardioverted the pt. The complainant indicated that there was no adverse effect on the pt as a result of the reported malfunction.